Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they went to change the batteries in the patient programmer (pp) and the ins started ¿zapping¿ them. They could not use the pp to control the zapping so they went to the ER and they got it turned off. They had their doctor remove the ins. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the battery died and also mentioned about a default and that is the reason why it was taken out and also mentioned that she also feel some pain before. No further complications noted or anticipated